Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. The patient effect of thrombosis is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - estimated date. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that a vessel closure was performed with a perclose device relative to a procedure. Reportedly, persistent deep vein thrombosis (dvt) occurred, requiring clot removal. No additional information was provided.